Manufacturer narrative:
B3: event date is date valid section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c190 (serial: (B)(6)). Product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Rep reported they met pt at healthcare provider (hcp)'s office and performed reprogramming. Pt reported that the tingling can be too strong sometimes when moving their head or arm too much in certain directions, but the pain in their arm has improved with the stimulation. The sensation improved after reprogramming per pt report. Pt spouse reported pt being able to use a rolling pin/cooking longer without their arm being as painful or limiting, although sore after using their arm more. Pt reported pain at the incisional sites (reported they had to take more bone than anticipated for paddle) which they had reported to their doctors and they were aware. Mdt cs reset and lowered pt intensity levels for modified dtm groups a, b, c and turned on pt access for group intensity control as pt reported the coverage in their arm was in a good location. After reprogramming, rep educated pt on best practices with re mote, how to increase/decrease intensity, change groups, and turn off stim as needed. After reprogramming, pt reported they have hired a lawyer due to the cut to their head that they sustained during surgery that required 11 staples. Pt reported they had some dizziness from the head injury and pain at their incisional sites (both at ins and paddle sites). Pt has changed hcps since their postop appointment to monitor their recovery. The manufacturer representative (rep) indicated they would send any further information as they become aware

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. H6 codes have been updated to reflect the new information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the device/therapy was not casual or contributory to the following cut to the head that was sustained during surgery requiring 11 staples or the dizziness. There were no device or therapy associated interventions necessary with the respect to the cut to the head or dizziness. The hcp reported that the device had no effect. The cut was from a positioning issue. The device in no way contributed to the cut. ****MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. ***